Manufacturer narrative:
UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the set rotation speed of the hand piece and the actual rotation speed do not match was confirmed. It was found that the resistance values of the keypad were out of range and that the keypad was not responding properly. Further, the motor was stuck and the protective earth resistance of the motor cable was out of range. The motor, the motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the device is one possible root cause of the damage to the motor. However, given the information provided, we cannot discern a definitive root cause of the other defective parts. The defective components of the device would have caused the device to not function as intended as reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the set rotation speed and the actual rotation speed did not match on the micro tornado hp w handcontrol device. During in-house engineering evaluation, it was determined that the resistance values of the keypad were out of range and that the keypad was not responding properly. Furthermore, the motor was stuck and the protective earth resistance of the motor cable was out of range. There was no procedure involved reported. There were no adverse patient consequences reported. No additional information was provided.